Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the pt's performance with the implant decreased and clinic testing noted a progressive number of non-functional electrodes. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. The device was explanted one month later, and the pt was reimplanted with a new device during the same surgery.